Event description:
It was reported that the patient was upset because the purewick urine collection system was not working. The representative advised that they assisted with trouble shooting and offered to trouble shoot now. The patient declined assistance at this time and would call back when able to troubleshoot device. No action needed at this time. The patient had been using this product for more than 90 days. Per follow-up information received via email on (B)(6) 2021, stated that on (B)(6) 2021, patient was not happy with the machine since the machine does not work properly and patient was not happy with the wicks price also. This is all the information provided by patient. Per additional information received during sample return on (B)(6) 2021, patient hospitalized for urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was unconfirmed as the device met specifications. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks in the canister, but there was some residue within the canister and collector tubing. The stop valve opened and closed freely when shaken. When plugged in, there was light and sound indicative of the pump functioning correctly. The device passed with a value of 2.233 slpm, and passed by showing a 500g increase in 18.91 seconds. As the reported event is unconfirmed, a labeling review and device history record review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was upset because the purewick urine collection system was not working. The representative advised that they assisted with trouble shooting and offered to trouble shoot now. The patient declined assistance at this time and would call back when able to troubleshoot device. No action needed at this time. The patient had been using this product for more than 90 days. Per follow-up information received via email on (B)(6) 2021, stated that on (B)(6) 2021, patient was not happy with the machine since the machine does not work properly and patient was not happy with the wicks price also. This is all the information provided by patient. Per additional information received during sample return on (B)(6) 2021, patient hospitalized for urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.